Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-jul-2024.

Manufacturer narrative:
Device evaluation: user/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. 01 zebd-7-7 of lot c2091310 was returned for evaluation open in its original packaging. The device evaluation of zebd-7-7 of lot c2091310 device took place on (B)(6) 2024. The lab evaluation notes and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. Stent returned. Straightener and introducer not returned. Kink observed on the non-tapered end 4th porthole of pigtail curl. 0.035 inch wire guide passes through freely. Photographic evidence of the device in its packing was supplied by the customer ¿ stent appears to be kinked on the non-tapered end 4th porthole of pigtail curl. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot c2091310 did not reveal any discrepancies that could have contributed to this complaint issue. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: it should be noted that the instructions for use (ifu0045) states the following: ¿refer to package label for minimum channel size required for this device¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information 0.025" wire guide was used.¿ it is likely that the use error of a 0.025" wire guide led to the kink in the pigtail which caused the issue of the stent not passing the wire guide reported by the customer. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the stent cannot be passed the wire guide. Confirmed quantity of 1 device, confirmed prior to use (prior to patient contact). According to the initial report, the patient did not experience any adverse effects. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU and/label.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent cannot be passed the wire guide when the physician used positioning sleeve to straighten the stent prior to the patient contact.